Manufacturer narrative:
Additional narrative: patient weight is unknown. Device broke during insertion; device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads broke off a 4.5 mm cannulated screw (length: 40 mm) during a patella repair procedure. Screw removed but some pieces remained in patella. Procedure was completed successfully with no delay in surgery. (B)(4).